Event description:
It was reported by the customer that the pyxis medstation es system drawer failed, upon recovery reads "drawer failed to close" requires maintenance. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that failed drawer. A field service engineer replaced the insep latch for the main full-height drawer 5 and successfully recovered and inventoried the contents of this drawer. The system functioned as intended after field service engineer troubleshooting.